Event description:
It was reported that the patient was to undergo prophylactic generator replacement surgery as she had experienced an increase in seizures (below pre-vns baseline levels). Per surgeon, when he went to take the generator out, the lead came out two and was broken. The cause for this is currently unknown and it is unknown if high impedance was present prior to surgery. Both the lead and generator were replaced. Attempts for further information have been unsuccessful to date. Explanted products have been returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
No failure was found, but the condition of the returned electrodes may have prevented proper contact causing the high impedance.

Event description:
Analysis was completed on the returned products. No anomalies were noted with the returned generator. Analysis of the lead revealed that an observation on the positive helical electrode identified a condition which could have potentially contributed to this and the associated high impedance situation. The white (+) electrode ribbon was returned embedded in what appeared to be remnants of dried body tissue, when received. This condition may have prevented the electrode ribbon from coming in contact with the vagus nerve; therefore contributing to the reported "high impedance" (lead section) allegation. With the exception of the observed tissue-covered white (+) electrode ribbon, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. No coil breaks were observed. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device. Based on the findings in the product analysis lab, there is evidence to suggest a condition in the returned white (+) electrode portion of the device which may have contributed to the stated allegation of high impedance. Note that since a small portion of the lead assembly (body) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.